Event description:
It was reported that during reprocessing of the megasuturecut needle driver instrument, the tips on the instrument would not close. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument installed on an in-house is3000 system failed intuitive motion testing as the grips did not meet. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; failure of the instrument's grip to meet could likely cause or contribute to an adverse event if the failure mode were to recur.